Event description:
Customer reported via phone, the insulin pump had a scratched screen which was making it difficult to read. The battery casing was also chipped. Condensation was noted inside the screen. The device had frequent battery changes, rejects new batteries, and has to reset it to complete the rewind process. Customer declined being transferred to perform troubleshooting. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.